Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced redness and suppuration from the stoma site. In (B)(6) 2018, the patient had experienced a granuloma and pain at the stoma site, but believed it was not infected. On (B)(6) 2018, it was reported that the patient visited a physician and was treated with antibiotic augmentin every 8 hours for a duration of 7 days. In (B)(6) 2018, the patient reported that she had taken the antibiotic(s) and thought the stoma recovered but on (B)(6) 2018, she observed the stoma site oozing with pus again.